Manufacturer narrative:
Exact date of event is unknown. Other relevant devices are: etlw1616c124e, sn (B)(4); etlw1616c124e, sn (B)(4).

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 3.9 cm in diameter abdominal aortic aneurysm. It was reported that a recent CT revealed that the endurant stent graft left limb had a distal type I endoleak. The physician elected to implant an endurant limb and the event was resolved. Per the physician, the cause of the event was due to disease progression. The physician is unable to determine which of the device was implanted most distal. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.